Event description:
Info received indicates the siderail will not lock due to damage to the siderail center arm.

Manufacturer narrative:
The technician replaced the siderail center arm assembly to repair the bed. The technician indicated the damage was from abuse.